Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported event cannot be confirmed. It was stated by the patient that they inserted the sensor at their buttocks. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap. A root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, there was no data stored in their receiver. The sensor was inserted at their buttocks on (B)(6) 2015. No additional event or patient information is available.